Event description:
It was reported that patient came for treatment due to cerebral hemorrhage. Later, due to difficulty urinating, urine catheterization was preserved. At 7:00-20 PM, the catheter slipped out of the body, and after checking the airbag, a leak was found. Afterwards, it will be left to be observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.This report references a US equivalent device. The US UDI equivalent for this product number is used.H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.